Event description:
It was reported that the right ventricular (rv) lead had dislodged. During lead revision, the lead could not be repositioned. The lead was explanted and an alternative lead was placed. Also during revision of the rv lead, the right atrial (ra) lead dislodged. Again, placement difficulty occurred. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).